Manufacturer narrative:
February 11, 2011. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
The device involved in this report was interrogated after implantation. The battery data were showing an impedance higher than expected and a time to eri shorter than expected for a newly implanted device. Reportedly, on the next day, battery impedance and time to eri were back to normal values for a newly implanted device.